Manufacturer narrative:
The device remains in use and was not available for evaluation. A specific cause for the reported pump pocket and driveline infection could not be conclusively determined. Pump pocket and driveline infections are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a chronic achromobacter driveline and pump pocket infection. The patient was managed as an outpatient on oral antibiotics, but had positive blood cultures and was admitted to the hospital. The patient was started on IV antibiotics. The patient ultimately had an incision and drainage of the pump pocket. Status post incision and drainage, the patient developed a large abdominal hernia. The patient had a hernia repair on (B)(6) 2017. No further information was provided.